Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by the exactech knee replacement study, approximately six years post tka, the 80 y/o female patient experienced left knee pain. Arthroscopy and debridement with biopsy completed as a day case. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Concomitant medical products: tibial insert (cat# 02-012-35-2011), tibial tray (cat# 02-012-45-2020), patella (cat# 200-02-35). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately six years post tka, the (B)(6) y/o female patient experienced left knee pain. Arthroscopy and debridement with biopsy completed as a day case.